Manufacturer narrative:
Service changed the defective part.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a defective articulated arm that leaked oil. No injury was reported.